Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative performed an onsite evaluation. The customer's report was attributed to the user not having the multifunction cable shorted onto the test port during the attempted 30 joule self tests. The device log confirmed that once the multifunction cable was connected to the test port the next 3 consecutive 30 joule self tests were successful. The device passed all testing and was returned to operation. Analysis of reports of this type has not identified an increase in trend.